Manufacturer narrative:
B3 date of event: the exact event date is unknown the implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Investigation summary it was reported that the ipp pump would not refill. The reported pump malfunction was confirmed through product analysis, the pump failed the activation and deflation tests. Device history review the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the ipp cylinders were visually inspected and functionally tested. Cylinder 1 has leaks in cylinder body that was the result of sharp instrument damage consistent with explant damage; holes were present. This damage is consistent with explant. Cylinder 2 was pressure tested and performed within specification; no leaks were found. Both cylinders had fatigue and wear at fold in cylinder body. The momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed deflation test and failed activation test. Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction but unable to confirm kinked in the tubing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on device evaluation, a conclusion code of cause traced to component failure was assigned to this investigation, because the reported events could be traced to a component failure.

Event description:
It was reported that the patient underwent a revision surgery to remove and replace his inflatable penile prosthesis (ipp) pump and cylinders due to the pump would not refill. The physician believes there was a kink in the tubing. No fluid loss was present. The patient wanted the cylinders and pump to be removed and replaced. A full recovery is expected for the patient.

Manufacturer narrative:
Date of event: the exact event date is unknown. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent a revision surgery to remove and replace his inflatable penile prosthesis (ipp) pump and cylinders due to the pump would not refill. The physician believes there was a kink in the tubing. No fluid loss was present. The patient wanted the cylinders and pump to be removed and replaced. A full recovery is expected for the patient.